Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had blank images. No pt injury was reported.